Event description:
The customer contact reported, a "problem with the flow rate." The pump was returned to the third party biomedical engineer with an unsigned note that stated, "problem with the flow rate." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to a constant alarm condition. Repairing the device would affect testing results; therefore, further testing could not be performed.